Manufacturer narrative:
Approximate age of device - 2 years, 7 months. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A direct correlation between the device and the patient¿s reported expiration cannot be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had been traveling across the country and experienced a large hemorrhagic stroke. The patient was taken to a local hospital and the family traveled to the center where care was withdrawn. The patient expired on (B)(6) 2018. The lvad was not explanted. The implanting center did not know many details. No additional information was provided.